Event description:
Information received by medtronic indicated that the customer experienced high blood glucose of 434 mg/dl on (B)(6) 2021. The customer had symptoms such as nausea and vomiting. The customer was using the insulin pump within 48 hours of reported event. The customer treated the high blood glucose with the insulin pump. Troubleshooting was performed and it was found that the infusion set cannula was bent. It was also found that the insulin pump received several alarms but did not receive a low battery alert prior to receiving a replace battery alert, replace battery now alarm and off no power alarm. The customer reported that the alarms went unattended and changing the battery resolved the issue. The customer will continue to use the device.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.